Event description:
It was reported that patient feels vibration and thinks maybe the therapy should be turned down. Patient services (pss) offered assistance to use the equipment to synch with the implantable neurostimulator (ins) and use it to turn therapy down, but patient said they changed their mind and did not wish to make any changes to their settings. Pss tried to clarify what patient meant by "vibration" and what part of their body they noticed the vibration. Patient said they realized the sensation of vibration is their body becoming familiar with dbs.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.